Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#: 4258110): 1) the products of this batch were assembled at intima ii auto line 2 in oct 2024 and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. According to subsequent feedback, the defect was actually the prn loose. 3. The retained sample of the complaint batch is taken for 45psi leakage test, and the prn torque test and the test results are all within the product specifications. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received for further testing, so the root cause of prn loosening cannot be determined. The plant will continue to track and monitor such defects.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75 in prn slm adapter/connector was damaged the child was hospitalized in our hospital due to respiratory disease, and the nurse found that the rubber stopper at the tip of the heparin cap of the indwelling needle was dislodged during the process of sealing the tube after the completion of intravenous infusion as prescribed by the doctor, so the indwelling needle was immediately removed and the adverse event was reported.